Event description:
It was reported that a routine follow-up appointment, variable r-wave amplitude measurements resulting in occasional under-sensing were observed from this right ventricular (rv) lead. The physician elected to reprogram the rv sensitivity settings to resolve the event and continue with normal follow-ups. Recently, another alert was recently received for out-of-range amplitude measurements and occasional ventricular under-sensing. Technical services recommending increasing the programmed ventricular sensitivity, if clinically appropriate. At this time, the rv lead remains implanted and no adverse patient effects were reported.